Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant: estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that in (B)(6) 2018, the patient underwent a mitraclip procedure, with implantation of one clip, reducing mitral regurgitation (mr) to grade 1. On (B)(6) 2018, the patient was re-hospitalized and it was noted that mr had increased to grade 2. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: date of implant. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on this information, a definitive cause for the reported worsening mitral regurgitation cannot be determined. Although a conclusive cause for the reported patient effect of worsening mitral regurgitation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received: the mitraclip procedure was performed on (B)(6) 2018, treating degenerative mitral regurgitation (mr) of grade 4+. Patient anatomy included a flail at the posterior 1 leaflet segment. On (B)(6) 2018, the patient was re-hospitalized. Echocardiogram performed on (B)(6) 2018 noted that the mr had increased to grade 2, but that the clip was well attached to both leaflets and functioning as expected. It is unknown if the recurrent mr is related to disease progression. No additional intervention was performed. No additional information was provided.